Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during in-house engineering evaluation it was found that the device emitted an unusual sound and a grinding noise, had sticky triggers, damaged wire insulation on the electronic control unit and electric motor, magnets that were coming off, rough rotation, corroded bearings, and worn coupling head and gear components. It was determined that these issues were due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not oscillating correctly. During in-house engineering evaluation it was found that the device emitted an unusual sound and a grinding noise, had sticky triggers, damaged wire insulation on the electronic control unit and electric motor, magnets that were coming off, rough rotation, corroded bearings, and worn coupling head and gear components. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.